Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Band/port remains implanted.

Event description:
It was reported eight weeks post implant of a sagb, at the first fill apparently all went well, but the patient did not feel restriction. Two days later a second fill was done unsuccessfully. On the third attempt to fill, hydrosoluble iodine was used to contrast, the leak was seen at the junction of the band and the band tube. The band and port will be removed and not replaced. Surgery has not been scheduled.